Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving dilaudid at a dose of 6.058 mg and concentration of 20 mg via an implantable infusion pump for non-malignant pain, post spinal cord injury, and spinal pain. It was reported that the patient required abdominal massages and leg manipulation for bowel movements. Opening of the service incision and infection were noted. A wound vac was applied for about three weeks. The pump was removed and replaced in a new location. The catheter was partially explanted. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 8731sc serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2018 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a patient receiving an unknown drug via an implantable infusion pump. The patient stated, "2018 there was a hole". During the call, the agent experienced difficulty following the patient¿s account due to multiple events being reported and communication challenges.